Event description:
It was reported that this right atrial (ra) lead exhibited intermittent undersensing. Technical services (ts) was consulted and discussed available programming options in order to ensure therapy delivery. This ra lead remains in service. No adverse patient effects were reported.